Event description:
Talcair powder blowers (lot #31456) have been found and noted by the company to be defective; we have had numerous (as many as 10) talcair powder blowers malfunction in the operating room- some of which even caused harm to employees, in addition to delay in patient care due to having to get new talc/additional blower. I reached out to the company to see if there was a known defective lot (as we had not received any notice or recall about this) and they informed me they were aware of a defective lot number, as stated above; and they would replace my products. I am glad they are replacing them, but it would have been nice to know there was a defective lot as to avoid using these in our operating room! Now that we had to pull these ones back, we are completely out of talcair powder blowers until our next shipment comes. This is a major inconvenience and is completely unnecessary when a warning/recall could have been issued. FDA safety report ID (B)(4).